Event description:
It was reported that this right ventricular (rv) lead migrated and pulled back from the apex. The patient was treated with medical antibiotics. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead migrated and pulled back from the apex. The patient was treated with medical antibiotics. This lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicated that the dislodgement was confirmed through imaging. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead migrated and pulled back from the apex. The patient was treated with medical antibiotics. This lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicated that the dislodgement was confirmed through imaging. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.